Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician could not withdraw the stylet after the implant procedure. Lead was not used and was replaced. Patient's condition was stable.

Manufacturer narrative:
The reported field event of the inability to remove the stylet was confirmed. Visual inspection of the stylet noted the coating was stripped and bunched at the distal end. The stripped coating would have led to difficulty removing the stylet.